Event description:
The complainant reported that sometime subsequent to the device being placed in a pt (age and gender unk) during a therapeutic procedure, the device bolster fell into the second portion of the pt's small bowell. The physician successfully removed the bolster from the pt via the aid of biopsy forceps. Another device was successfully placed in the pt. The complainant indicated that there was no adverse affect to the pt as a result of the reported malfunction.